Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed the cgm was reading both higher and lower outside of the percent 20/20 range, however, no sample readings were provided.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.